Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER with a device vibratory alert. Alert was for low atrial lead impedance. The patient's atrial lead impedance is chronically low. The physician decided to do programming changes. The patient's lead will be monitored at this time since the pacing threshold, the p-waves, and lead impedance were stable. Routine monitoring will be performed every six months and remotely. The patient was stable before, during and after the vibratory alert.